Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtml). The system was verified and ready for use.

Event description:
It was reported by clinical sales representative that the customer experienced again the same error message with the left manipulator on the console related already reported issue under pr (B)(4). The error message appeared during system startup. The csr then disconnected the faulty console from the system, allowing for a smooth operation using the first console. The same day after the surgery the field service engineer had replaced the left-hand controller. The procedure was completed with the second console with no reported patient harm, serious incident or injury. The issue caused no delay.